Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to deploy (suture came out and did not capture the artery); however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an aortic endoprosthesis procedure. Reportedly, the first proglide device was successfully placed using the preclose technique. A second proglide device was attempted; however, the sutures did not capture the artery and came out at the retrieval step. A third proglide device was used with the same results. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized (size unknown) and the aortic endoprosthesis procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and being established in the preclose technique. No additional information was provided.